Event description:
User facility reported that the device was in use with pt. According to report, the pt was checked by nurse who noted the inflation line was detached from the tracheostomy tube. According to reporter, pt received emergency tracheostomy tube change. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.